Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n382242, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: accessory. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8590-1, serial/lot #: (B)(4), ubd: 04-apr-2015, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 13-may-2016, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 12-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (30 to 20 mg/ml, 3.5 to 2.5 mg/day) via an implantable infusion pump for the treatment of non-malignant pain and lumbar radiculopathy. It was reported that the actual reservoir volume (arv) was greater than expected reservoir volume (erv) the past two refills prior to the catheter dye study. It was unknown when the volume discrepancy started. No symptom was reported but the representative would follow up for more information. Dye study was performed on (B)(6) 2017 where the healthcare provider (hcp) was unable to aspirate the catheter and they suspected a catheter occlusion. A catheter revision was performed. The current intrathecal(it) dosage was 1.5 mg/day. The hcp decreased the it dose and was increasing it at the time of the report. No further complication was reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8590-1, lot# n382242, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: accessory. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the pump was placed 2.5 years ago and she started feeling like it was not working starting 9-10 months ago. It was stated that when it was time for an increase(refill), the pump only took 4.5 ounces rather than 11 so it was obvious there was something wrong with the pump. The patient found the pump off by 1 ounce 2 weeks later. The hcp still wanted her to wait. The patient got refill every 3.5 months. The amount off could be 7 and she did not want to wait so she went to the hospital to get dye study. The dye study failed and therefore the pump was replaced. It was stated that during the time the pump was not working for her, she kept get "it" increased and the healthcare provider (hcp) kept doing procedures. She knew it was not working and it was painful. The pump was replaced on (B)(6) 2017. When the pump was failing she was up to 5mg of dilaudid, "must be per day". No further complication was reported.